Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2013. During the procedure after the cup impaction, the cup would not disengage from the inserter handle. The surgeon used a ratchet driver to try to disengage the cup twice. The tip of the driver fractured but did not fall into patient's wound. As a result, the surgeon used a different cup and a straight inserter to complete the procedure.

Manufacturer narrative:
An evaluation of the explanted device was not possible due to the cup could not be removed from the inserter. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-00671-1 / 00672-1).

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-00671 / 00372).